Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture and physical property issue (large pinhole) were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters, nc trek rx, global, instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Additionally, the IFU states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violations caused or contributed to the reported issues. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It was reported that an unspecified stent was deployed prior to the use of the nc trek. In this case, it is likely that the balloon interacted with the previously implanted stent such that the balloon became damaged and subsequently ruptured during the third inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified coronary lesion. Following the deployment of an unspecified stent, a 2.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) was not prepped prior to use and advanced to the lesion for post dilatation with no reported resistance. On the third inflation of the balloon of the bdc to 12 atmospheres, it was noted that the tip of the balloon appeared damaged and contrast was seen leaking out of the damaged part preventing balloon inflation [rupture]. A new 2.50 x12 mm nc trek bdc was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.